Manufacturer narrative:
The field service engineer found the ise fluidic line was dirty. He cleaned the ise fluidic flow path and ran operational and/or mechanical checks which passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on another ise module. Sample 1 initial sodium result was 161 mmol/l and the repeat result was 141 mmol/l. Sample 2 initial sodium result was 162 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 120 mmol/l and the repeat result was 109 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was auf55. The chloride electrode lot number was avv88. The expiration dates were not provided. The investigation is ongoing.